Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the resistance was between devices no the vasculature. The resistance did not result in damage to the sheath. There was a quite resistance felt at the time of passing the dilator through the sheath from the preparation; it took a lot of strength and high force to move but was not stuck in the sheath. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. This finding of hemostatic valve separation is considered to be an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodged hemostatic valve could be related to the resistance and leakage issues reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that after placement of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium in the right atrium, the physician pointed out that reverse blood occurred, and blood was leaking from the hemostatic valve. The physician confirmed it visually, and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced with another one and the issue was resolved. There was quite of resistance felt at the time of passing the dilator through the sheath from the time of the first water passage. Additional information received indicated there was no break in the hemostatic valve and the valve did not dislodge inside or outside of the hub. The brim cap or hub did not become detached from the sheath. The sheath was being used on the patient at the time of occurrence but no air entered the patient. In terms of blood volume loss it was reported ¿no reflux of blood¿. The reported resistance issue is not considered to be MDR reportable since an increased potential for patient injury is remote.

Manufacturer narrative:
On 2-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).